Manufacturer narrative:
After battery installation, the unit powered up with blank display. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error 35, device test failed or unable to download history files and traces due to display anomaly. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba 2 /40 pin flexible, during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case corner of belt clip rail. Unable to confirm pump error 35, device test failed or unable to download history files and traces due to blank display. Blank display due to moisture damage electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display, moisture damage, received pump error alarm 35 (a broken force sensor was detected during seating or regular delivery) and the pump failed self test. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will be returned.